Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches and cracks on lcd lens screen. The customer stated problem was confirmed. A cassette not attached properly error alarm emerged during the functional tests. Mu showed a nonreactive dso (downstream occlusion sensor). Replace the dso sensor. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that device keeps alarming -cassette is not attached properly-. Operator changed several different cassettes, removed batteries, reinstalled and tried again to no avail. Their technician utilized same cassette on another device and they functioned fine. No patient involvement was reported.